Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Patient code 3191 is not associated with this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information: there are multiple patients. All known information is provided in the journal article. 510k: this report is for unknown plates/unknown lot. Part and lot number are unknown; UDI number is unknown. There are multiple unknown dates of implantation between september 1, 2010 and september 1, 2013. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: kilian, m. Et al. (2016), "surgical versus non-surgical treatment for 3- and 4-part proximal humerus fractures," surgery outlook, volume 95, no. 2, pages 60¿68 (slovakia). The aim of this prospective study was to monitor patients with 3- and 4-part fractures of the proximal humerus who underwent surgical treatment and to compare their results with a control group of 3- and 4-part fractures treated conservatively. Between september 1, 2010 and september 1, 2013, a total of 20 (13 female, 7 male, mean age of 60.9 ± 7.67 years) patients with 3- and 4- part neer IV, v and vi proximal humerus fractures were included in the study. 18 patients were treated with either an unknown synthes lcp 3.5mm plate or an unknown synthes philos plate, while 2 patients were treated with intramedullary fixation using anterograde introduced nail (multiloc humeral nail ¿ synthes). Patients were followed-up 10-14 days, 6 weeks, 3 months, 6 months, 12 months after surgery and whenever needed. The article does not specify with which plate and nail (2 patients treated with) the complications reported were associated. The following complications were reported: an (B)(6) female had deep infection was treated with repeated hospitalizations and a long-term outpatient clinic visits for a total of 6 months. 1 case of screw perforation in 3-part neer v. 1 case of screw perforation in 3-part neer IV. 1 case of screw perforation in 4-part neer vi. 1 case of screw perforation in 4-part. 1 case of centering of screw in 3-part neer IV. 2 cases of centering of screws in 4-part. 1 case of centering of screw in 4-part neer vi. 1 case of false joint in 3-part neer IV. 1 case of infection in 4-part. 2 cases of avascular necrosis in 4-part. 1 case of ulnar nerve injury in 3-part neer IV. 1 case of plexus brachialis injury in 4-part neer vi. 1 case of algoneuro-dystrofia in 3-part neer IV. 7 patients had moderate pain. 3 patients had severe shoulder pain. This report is for unknown synthes plates. This is report 4 of 6 for (B)(4).